Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided.

Event description:
It was reported that the patient mobile transmitter charging cord was found melted. The mobile transmitter charging cord was not used. There were no patient consequences.

Manufacturer narrative:
Correction of sections e2, health professional and e3, occupation should have been ¿no and non-healthcare professional, remote care technical service¿ rather than ¿yes and physician¿.